Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support that a fluid leak occurred on a previous day with the liberty select cycler. The pdrn stated that they were instructed by fresenius technical services to allow the cycler to dry for the night and to try using it again the following day. Additional information was requested however a response was not received. It was not confirmed whether there was patient involvement or a patient experienced a serious injury, adverse event, or required medical intervention in regard to the reported issue. The cycler set was not available to be returned to the manufacturer for a physical evaluation. The cycler remained at the facility where the pdrn attempted to use it for treatment the following day.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support that a fluid leak occurred on a previous day with the liberty select cycler. The pdrn stated that they were instructed by fresenius technical services to allow the cycler to dry for the night and to try using it again the following day. Additional information was requested however a response was not received. It was not confirmed whether there was patient involvement or a patient experienced a serious injury, adverse event, or required medical intervention in regard to the reported issue. The cycler set was not available to be returned to the manufacturer for a physical evaluation. The cycler remained at the facility where the pdrn attempted to use it for treatment the following day.

Manufacturer narrative:
Correction: h6 (device component code).

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support that a fluid leak occurred on a previous day with the liberty select cycler. The pdrn stated that they were instructed by fresenius technical services to allow the cycler to dry for the night and to try using it again the following day. Additional information was requested however a response was not received. It was not confirmed whether there was patient involvement or a patient experienced a serious injury, adverse event, or required medical intervention in regard to the reported issue. The cycler set was not available to be returned to the manufacturer for a physical evaluation. The cycler remained at the facility where the pdrn attempted to use it for treatment the following day.